Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not deliver insulin as intended. Customer's blood glucose level was 312 mg/dl. Tandem technical support performed a pump system check and determined that the pump functioned as intended. Customer maintained allegation that pump did not function as intended. Reportedly, the customer continued to use the pump for insulin therapy. Recommendation was made to consult with healthcare provider regarding diabetes management.